Event description:
The facility reported a colleague infusion pump with a malfunction of "all channels are bad." This complaint is covering channel b. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering confirmed the reported condition as failure code 810:03, which interrupted delivery on channel b. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "all channels are bad" was confirmed during product evaluation in the pump's event history. This condition was caused by a defective channel b pumphead module. The channel b pumphead module was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.